Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to keypad connector on the lcd board unlocked. Unable to perform functional testing including displacement, rewind, basic occlusion, occlusion, prime and no delivery tests or verify operating currents due to unresponsive buttons. No frozen display noted. The insulin pump had cracked case at the display window corner, minor scratched lcd window and cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump's buttons were getting stuck. The insulin pump alarmed no delivery several times. Customer was hospitalized on (B)(6) 2016 due to a diabetic ketoacidosis. Customer's blood glucose level at the time of the incident was 800 mg/dl. His current blood glucose level was 425 mg/dl. The customer was feeling nauseous. He was wearing the insulin pump at the time of hospitalization. The customer had some toes removed due to his diabetes. He tried to treat his high blood glucose level with the insulin pump but it did not come down. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.